Event description:
Customer received professional medical treatment following an accidental needle stick due to a new softclix lancet that had no protective cap. Requested return of the suspect device and replacement was sent.